Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the reporter stated that on an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was admitted to the hospital for the event of peritonitis. The cause of the peritonitis was not reported. Treatment provided for the events was not reported. At the time of this report, the patient had not recovered from the peritonitis and was still in the hospital. Action taken with dianeal pd4 ambuflex therapy was not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11c26014 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.